Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has had gradually increasing shock impedance measurements with current measurements > 125 ohms. A shock lead integrity test was performed and a 1.1 joule shock had impedance measurements > 125 ohms and a 41 joule shock was within range. Boston scientific technical services (ts) noted that the out-of-range condition can be due to an intermittent lead issue that may be starting. Ts recommended invasive intervention. Since implant the patient¿s ejection has improved and is currently at 35%. The physician has electrically deactivated the lead and will monitor the patient.